Event description:
The customer contacted stryker to report that their device was not charging energy properly. In this state the device may not be able to deliver proper defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not charging energy properly. In this state the device may not be able to deliver proper defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The reported issue was not able to be verified and was not able to be duplicated. The root cause could not be determined. The device was not returned to stryker for evaluation.